Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level of 719 mg/dl. Customer also stated that they were hospitalized on (B)(6) 2019 with the blood glucose level was 690 mg/dl. The customer also stated that insulin pump had motor error. The insulin pump will not be returned for analysis.